Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned / not received.

Event description:
Female patient underwent a revision hip surgery. The initial reason for revision was soft tissue reaction to particulate debris. Upon initial incision into the patient¿s capsule a copious amount (2 liters or more) of a muddy brown fluid was release onto the drapes. The hip was debrided and irrigated. The head was removed using 3-4 taps of a bone tamp. The surgeon elected to remove the accolade I stem and replace it with an exactech stem. The surgeon elected to keep the shell in place and replace the worn liner.

Event description:
Female patient underwent a revision hip surgery. The initial reason for revision was soft tissue reaction to particulate debris. Upon initial incision into the patient¿s capsule a copious amount (2 liters or more) of a muddy brown fluid was release onto the drapes. The hip was debrided and irrigated. The head was removed using 3-4 taps of a bone tamp. The surgeon elected to remove the accolade I stem and replace it with an exactech stem. The surgeon elected to keep the shell in place and replace the worn liner. The patient came in complaining of pain. A CT scan was done which showed fluid accumulation around the hip joint. Update 16 oct 18: a review by a clinical consultant has identified an unknown shell ( possibly secur-fit shell ) and stem in malposition.

Manufacturer narrative:
An event regarding rom involving a crossfire liner was reported. Rom confirmed following a clinicain review. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated ii october 2011 which indicated: [...] The proximal and articulating surfaces of the insert are shown. Damage was observed at multiple locations on the distal rim on the insert. The holes observed on the insert are consistent with the explantation process and the delamination observed is consistent with contact against the stem due to impingement. A detailed image of the articulating surface of the insert is shown with scratching being observed. This is a common damage mode of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. Material analysis: a material analysis has been performed. The report concluded: damage and debris were observed on the stem trunnion and head taper. Damage was also observed on the distal surfaces of the head and insert. Scratching was observed on the articulating surface of the insert. This is a common damage mode of uhmwpe. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy, the stem debris was consistent with the stem base alloy, biological material and a corrosion product, and the head debris was consistent with a corrosion product, the stem base alloy, biological fixation and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined -medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: complex malposition of components with low inclination/high anteversion of the cup shell in combination with non appropriate use of an asymmetric liner and low implantation position of the accolade stem requiring an extra-long skirted femoral head in a previous pelvic fracture deformity contributed in concert to a high risk on impingement, evident in the mar, contributing to overload in the bearing with secondary corrosion and altr causing pain and requiring revision. Does the review identify any procedural related factors that contributed to the event? - cup malposition in low effective inclination and high anteversion .- inappropriate use of an asymmetric liner. - low implantation position of the stem requiring a skirted femoral head for compensation with increased risk on impingement as side effect. Does the review identify any patient related factors that contributed to the event? - prior pelvic deformity due to trauma - no information about potential overweight condition of the patient. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusion: a review by a clinical consultant concluded: [...] Complex malposition of components with low inclination/high anteversion of the cup shell in combination with non appropriate use of an asymmetric liner and low implantation position of the accolade stem requiring an extra-long skirted femoral head in a previous pelvic fracture deformity contributed in concert to a high risk on impingement, evident in the mar.[...] Additional information, including device details, return of the device, operative reports, histpathology reports, progress notes and MRI scan are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.